Event description:
It was reported the system failed to generate fluoroscopy x-ray resulting from an x-ray disabled error message. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was repaired and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.